Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and would be updated at that time should pertinent information be provided.

Event description:
It was reported that while physician was trying to find a place with better sensing measurements, this right atrial (ra) lead was not able to be successfully implanted due to helix and removal difficulties. This lead was then successfully replaced. No adverse patient effects.